Event description:
It was reported that during a procedure, labeled as "salvage" due to the patient's health and no blood flow, in proximal/mid superior mesenteric artery described as an inferior takeoff, mildly tortuous and heavily calcified, an unspecified 014 guide wire was inserted. A 2.0 x 15 trek otw was inserted, advanced to cross the lesion and the lesion was dilated four times. The 2.0 x 15 trek otw was removed from the patient anatomy without resistance. An armada 14 pta catheter 4.0 x 40 mm was inserted but did not cross the lesion. The device was removed from the patient anatomy without resistance. The 2.0 x 15 trek otw was reinserted and the lesion was dilated again. The trek was removed from the patient anatomy without resistance. The armada 14 pta catheter was re-inserted, crossed and successfully dilated the lesion. The armada was removed from the patient without resistance. An unspecified stent was advanced but did not cross the lesion. A non-abbott support catheter was inserted, but did not cross the lesion. The 2.0 x 15 trek otw was reinserted and crossed the lesion. A wire exchange was performed by removing the 014 guide wire and inserting a non-abbott guide wire through the trek. The non-abbott guide wire would not advance beyond the sheath tip and stuck in the trek otw. The non-abbott guide wire was removed with difficulty. A 014 guide wire was inserted, but would not advance. The 2.0 x 15 trek otw was removed with the wire as a single unit. It was noted that the 014 guide wire was unraveled. The procedure which had taken 120 minutes was cancelled and the patient discharged to hospice care as stenting/angioplasty was unsuccessful. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 014 guide wire, graphix guide wire, guide cath: quick-cross support catheter, sheath: terumo, other: boston scientific inflation device. (B)(4) - incorrect anatomy. Evaluation summary: the device was returned for evaluation. The reported difficulties with the guide wire could not be confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the mini trek/trek otw instructions for use states that the trek otw and mini trek otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Based on the information reviewed, there is no indication of a product deficiency.